Manufacturer narrative:
Evaluation: results: the cause of the migration is unknown. Endoleak, migration. Conclusion: the cause of the migration is unknown. Secondary intervention.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. The patient had a conical aortic neck with 1.5 cm of straight aortic neck. It was reported that the patient presented approximately 73 months post stent graft implant. The CT demonstrated that the stent graft had migrated distally with a type 1 endoleak. It was reported that the aneurysm size had not changed. The physician can determine the cause of the stent graft migration. The physician elected to convert the stent graft to an aortic-uni-iliac with a femoral bypass. No additional clinical sequelae were reported and the patient is fine.